Manufacturer narrative:
Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial implant of a trochanteric fixation nail (tfn) system on (B)(6) 2018, one (1) distal screw missed the tfna nail. While drilling for the distal screw, the drill bit hit the tfn nail and a sound was heard. The surgeon continued to drill at this point and then inserted the distal screw into the nail using an aiming arm, insertion handle and a cannulated connecting screw. Upon taking a lateral radiographic image, the surgeon realized that the distal screw had missed the nail and was visible to be posterior to the nail in this lateral image. The surgeon then reportedly manually inserted the distal screw into position. There was no visible malfunction on any of the instruments. Concomitant devices reported: 10mm 130 degree cannulated tfn nail 170mm (part 456.315s, lot number unknown, quantity 1), cannulated connecting screw for tfn nail (part 357.397, lot 6365450, quantity 1). This report is for one (1) cannulated connecting screw for tfn nails. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was performed for part # 357.397, synthes lot # 6365450, supplier lot # 6365450, release to warehouse date: 09 jul 2010, supplier: isimac machine company: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was performed. Please note that two connecting screws (357.397/6365450) with the same lot number were returned and it not possible to determine which one may of contributed to the complaint and therefore both were investigated. The returned connecting screws (x2) was received with no damage which could have contributed to the complaint condition and a functional test was performed with the returned aiming arm (357.366), and insertion handle (357.411). The balance of the device(s) are worn. They were reconstructed together in an attempt to create the complaint condition, but the complaint condition could not be replicated. Alignment of the aiming arm with the insertion handle and connecting screw was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to the drill bit not going into the nail. Since only the aiming arm, insertion handle, connecting screw were returned, it is not possible to determine if the other parts which interacted with both devices during the complaint contributed to misalignment with the locking screw. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated in the cq. It is likely that soft tissue distractions forces contributed to this complaint condition. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): top-level (357_397 rev d/b). No design issues or discrepancies were identified. No dimensional analysis was performed as the complaint condition was unable to be replicated/unconfirmed and there is no visible damage to the applicable features. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.